Event description:
Device report received from synthes (B)(4). Report indicated that patient suffered a significant injury (B)(6), 2011. Five months post injury, (B)(6), 2011, patient implanted with lcp proximal humerus plate and screws. On (B)(6) 2011, plate was noted as broken. Patient was returned to the operating room on (B)(6) 2011. All hardware was removed and patient revised with zimmer (B)(4).

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.